Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017, the patient experienced a blood glucose above 500 mg/dl associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and was treated in the emergency room with insulin via injection and IV glucose. During troubleshooting with customer technical support, it was revealed that the basal delivery totals in the total daily dose did not match due to a loss of prime. The bolus totals matched and were recorded as programmed. Cts referred the patient to their healthcare provider for diabetes management. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/18/2017 with the following findings:. No defect was found. Unable to duplicate the complaint. The black box shows occlusion alarm on (B)(6) 2017 23:13; deliveries resumed (B)(6) 2017 06:45. Unexplained loss of prime on (B)(6) 2017 07:04; deliveries resumed at 10:10. Unexplained loss of prime on (B)(6) 2017-02-11 12:58; deliveries resumed at 15:01... Unexplained loss of prime on (B)(6) 2017-02-11 15:07; deliveries resumed at 17:28. Unexplained loss of prime (B)(6) 2017-19:55; deliveries resumed at 20:13. Unexplained loss of prime (B)(6) 2017 20:58; deliveries resumed at 22:10.. Unexplained loss of prime (B)(6) 2017 22:19; deliveries resumed at (B)(6) 2017 00:01. Unexplained loss of prime (B)(6) 2017 02:01; deliveries resumed at 08:07. A replace battery alarm on (B)(6) 2017 08:19 followed by por; deliveries resumed (B)(6) 2017 07:50. Black box shows additional unexplained loss of prime events leading to delivery interruptions causing the tdd to appear to be inaccurate. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The history was found to be recording properly during testing..#6. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or alarms occurred during the investigation.